Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced repeat peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as onset, the patient was treated with unknown antibiotics. At the time of this report, the patient was performing hemodialysis and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis event was clarified to be due to a use error that occurred when the patient's transfer set was being changed. The peritonitis was manifested by pain at the catheter site which was diagnosed in the emergency room. It was not reported if retraining on proper aseptic technique was performed. At the time of this report, the patient had recovered from the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.